Event description:
It was reported that during a low anterior resection procedure, the staple line separated at the anterior lateral superior portion. The surgeon had to hand-suture to complete the procedure. There was no patient consequence.